Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead exhibited p-wave amplitude variation and failure to capture. Programming changes were made. There were no patient consequences.